Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. Anatomy details are unknown. Following multiple inflations to below rated burst pressure, the apex balloon ruptured. No patient complications were reported. No further details regarding the procedure or patient are available.

Manufacturer narrative:
Approximate event date was (B)(6)2009. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)